Manufacturer narrative:
MFR date rec¿d 30aug2019. Date of report rec¿d 03sep2019. The faulty touchscreen was returned and failure investigation was performed on 30-aug-2019. The pin to pin resistances were measured and testing failed. It was determined that the resistances and the resistance ratio were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator's touchscreen was faulty. It is unknown if the device was being used on a patient at the time that the issue was discovered, however, no patient harm was reported.

Manufacturer narrative:
Date rec¿d by MFR : 17jun2019, date of report : 23jul2019. Additional information was received that the ventilator was not being used on a patient at the time that the problem was discovered. The field service engineer (fse) evaluated the unit and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.